Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent.

Manufacturer narrative:
The field service representative could not find a cause. He ran precision and analyzer performance testing which passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 disk analyzer. The initial result was >10000 miu/ml. The result from an automated dilution was 1032 miu/ml. The sample was then repeated with no dilution and the result was 446 miu/ml. A new reagent pack was placed on the analyzer and the sample was repeated with a result of 2.19 miu/ml. The customer performed a urine hcg on the same patient and the result was very strongly positive. The questionable result was not reported outside of the laboratory. The reagent lot number was 64377005 with an expiration date of 30-nov-2023.